Manufacturer narrative:
As was discussed with cardiac assist files initial medwatch reports based on the info provided by the complainant at the time the info is rec'd. Initial reports may indicate a conclusion code which is "no conclusion can be drawn." This is the most accurate response at that time since product has not yet been returned for evaluation. Should the product be returned at a later date, an evaluation is performed and a f/u medwatch is filed with a different conclusion code that represents the outcome. Cardiac assist revisited the medwatch reports that are referenced above to find out where remedial action was implied. Her conclusion was that these reports did not indicate, nor imply, remedial action and she advised that this question should be ignored. Co request that the complainants return product for in-house evaluations. Complaints that allege these possible failure modes; clots, fractures, kinks, elongation are no exception. As a result of co's evaluations, co's rate of confirmed central lumen breaks has averaged .018% in the last three fiscal years. As explained to the cardiac assist, it's been co's experience that these failure modes are mostly likely attributed to user handling, balloon placement, pt anatomy, removal from the packaging tray and not a defect of the catheter's inner/central lumen.

Event description:
On 7/6/98, the following was reported to datascope: the balloon catheter would not advance through the sheath which leaked excessively. The balloon & sheath were removed & another iab was inserted easily with a new sheath. There was no pt injury or complication as a result of the event. The pt was doing well after the event. [Event complications]: unk-rpt'd 6/18/98; none-rpt'd 7/6/98. [Pt's current status]: doing well- rpt'd 7/6/98.